Manufacturer narrative:
One cardiomems patient electronic system power supply was received for evaluation. Visual inspection verified the power supply was frayed and wires were exposed.

Event description:
This report is to advise of an event observed during analysis confirming exposed wires of the power supply cable. The patient electronics device was replaced and there were no adverse consequences reported by the patient.